Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt had an unexpected outcome of cylinder with a monofocal iol. The surgeon reported the iol could have been damaged during the procedure. In a follow-up, the surgeon indicated that the pt's preoperative and postoperative keratometry readings showed minimal astigmatism, but the pt's refractions had significant cylinder correction, both pre and postoperatively. The targeted outcome was -2.37 for near. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for the lot. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).